Event description:
The customer stated that magnesium results were discrepant while using the architect c16000 analyzer. The patient (B)(4) results were 0.36 mmol/l, 0.86 mmol/l and 0.87 mmol/l. The customer provided range is 0.7-1.0 mmol/l. No patient information was provided. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Investigation of the customer issue included an evaluation by abbott field service of the device, review of the complaint text, search for similar complaints, and a review of labeling. The field service engineer (fse) found a failed bearing on the b line cuvette dryer vacuum pump. He repaired the bearing to resolve the issue. All the b line assays were recalibrated. He ran the magnesium quality control (qc) samples and the results were within the specifications. The system is operating within specifications. A complaint review did not identify an adverse trend or product issue related to the customer's issue of discrepant magnesium results while using the architect c16000 analyzer. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect c16000 process module was not identified.